Manufacturer narrative:
Name and address- postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure involving retrograde access of the right iliac artery up-and-over the aortic bifurcation, the hub separated from a flexor high-flex ansel guiding sheath. The device was inserted via the left femoral artery and advanced over the aortic bifurcation into the right iliac artery over another manufacturer's wire guide. The iliac vessels were tortuous, and the user felt resistance during advancement. The sheath was in place for approximately 30 minutes. As the device was pulled by the hub to be removed over a rosen wire guide, resistance was again felt, and the hub separated from the shaft of the device after additional force was used to enable removal. The dilator was not in place as the device was removed. No part of the device remained in the patient. The patient did not require any additional procedures due to this occurrence. The patient outcome was "good." The patient did not experience any adverse effects due to this occurrence. The patient did not experience any blood loss.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving retrograde access of the right iliac artery up-and-over the aortic bifurcation, the hub separated from a flexor high-flex ansel guiding sheath. The device was inserted via the left femoral artery and advanced over the aortic bifurcation into the right iliac artery over another manufacturer's wire guide. The iliac vessels were tortuous, and the user felt resistance during advancement. The sheath was in place for approximately 30 minutes. As the device was pulled by the hub to be removed over a rosen wire guide, resistance was again felt, and the hub separated from the shaft of the device after additional force was used to enable removal. The dilator was not in place as the device was removed. No part of the device remained in the patient. The patient did not require any additional procedures due to this occurrence. The patient outcome was "good." The patient did not experience any adverse effects due to this occurrence. The patient did not experience any blood loss. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The side arm was detached from the sheath. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU warns ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of ant restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that patient anatomy contributed to this incident, due to the noted tortuous left iliac artery and acute aortic bifurcation. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.